Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for lead extraction and replacement. Upon interrogation there were multiple non-sustained episodes caused by rv lead noise. Electrical parameters were within normal limits. Upon visual inspection there were multiple insulation breaches on the rv lead. The lead was explanted using laser sheath without complication. No patient consequences.

Manufacturer narrative:
The reported event of noise and insulation abrasion were confirmed. As received, a partial lead was returned in three pieces. Visual inspection found one external abrasion noted at 13.1 ¿ 13.4 cm from the connector pin. Breaching the optim sheath only at the proximal region of the lead. Another external abrasion noted at 38.2 ¿ 38.6 cm from the distal tip breaching the ring electrode and inner coil lumens at the proximal. The ptfe liner was abraded at this region of the lead. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.